Event description:
It was reported that the patient had been sedated using a spinal injection. The console shut down by itself without any error messages being displayed. The procedure was then aborted. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
The console was not returned for analysis; however, the console was serviced by a field service engineer (fse) at the customer's site. The fse turned on the console and observed errors 832 and 302 occurred. The top cover was replaced and preventative maintenance was carried out. The console was then turned on and no errors occurred. Functional testing found the console was working properly. It is probable that the damaged top cover caused the event reported by the customer.